Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced discomfort from this subcutaneous implantable cardioverter defibrillator (s-ICD) and requested the device to be explanted. Surgical intervention was undertaken. The device was explanted. No new device was implanted. No additional adverse patient effects were reported. The product is in possession of the hospital at this time. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported, that analysis of this device was completed.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated. And a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics, that would have caused or contributed to the reported clinical observations.